Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using two prostyle devices after an interventional peripheral angiography procedure with a 6f sheath. Reportedly while removing the first prostyle plunger, a suture break occurred. A second prostyle was attempted; however, after inserting the device and opening the footplate, the physician felt the device was not sitting correctly against the inner vessel wall. So, the device was removed from the patient; it was confirmed there was no difficulty opening/closing the footplate, and no difficulty inserting/removing the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.